Event description:
Reporter alleged obtaining discrepant blood glucose results of 400 mg/dl when using one container of comfort curve test strips (lot number 549619) however was not experiencing any hyperglycemic symptoms during that time. Reporter stated testing with a second container of comfort curve test strips (lot number unk), within a minute, and obtained a result of 110 mg/dl. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect product: comfort curve test strip lot number 549619. Reference medwatch with patient for suspect product: lot number unk.